Manufacturer narrative:
(B)(4).

Event description:
It was reported that no low alert occurred on the app. While discussing the issue with dexcom tech support, a loud noise was heard like the patient fell. The patient was unresponsive to technical support (ts); therefore, ts called the local emergency medical services (ems). Because the patient¿s phone was still connected, ts remained on the line until ems and patient were heard talking. IV fluids and unspecified medication was provided and the patient was transported to the hospital due to injuries sustained from the fall. The patient could not recall the cgm and bg values at the time of the event or when the ems took his bg. The patient was released from the hospital when his bg returned to an acceptable level. At the time of report, post event, the patient was doing good. Data was evaluated and confirmation of the allegation and probable cause was undetermined. Additionally, it was indicated that the patient was using an unsupported operating system, which is misuse of the device. No additional patient or event information is available.